Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced a stroke on (B)(6) 2013, to the right middle cerebral artery (mca). The patient's international normalized radio (inr) was 2 around the time of event. The patient's blood pressure has been maintained since the patient has a history of being hypertensive. His anticoagulation is also being monitored. The patient is 95% back to normal.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.